Event description:
It was reported via repair work order that the brakes would not disengage due to loose brake crank/cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.